Event description:
Information received indicates the brake is not holding.

Manufacturer narrative:
The technician found the brake casters at the foot end of the stretcher were not holding due to wear and missing hardware on the brake linkage. He replaced the casters and the hardware on the brake linkage to repair the stretcher.